Event description:
As reported to coloplast, though not verified: the patient had an altis implanted in (B)(6) 2023. Reportedly the patient experienced foul-smelling urine, ¿constricted¿ sensation with urination, scar tissue near urethra/ vaginal vault, vaginal bleeding, malodorous greenish discharge, sling felt on both sides of urethra, sling erosion, sling exposure left side of the vagina, bacteriuria, dysuria and pyuria. Excision of altis in (B)(6) 2025. Intraoperative findings: 1.0 x 1.0 cm exposed mesh visualized in the left portion of the vagina. Pathology report: mesh material measured 3.5 cm in length and 0.3 cm in diameter. There was blue suture material attached to the mesh that measured 4 cm in length. Post excision patient experienced foul-smelling urine, intermittent dysuria, abnormal urinary analysis and bacteriuria requiring IV antibiotics.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc] and CAPA. No trends were noted for complaints and there were no capas that were confirmed to be associated. A nc was identified as associated with this lot number; however, the issue being reported in the complaint is not related to the issue identified in the nc. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.